Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 500 mg/dl at time of incident and treated with manual injections. Customer reports they do not feel okay to troubleshooting. Customer reports insulin flow blocked alarm occurred during fill tubing. Customer reports event was resolved by infusion set change. The devices will not be returned for analysis.